Event description:
The patient was readmitted four (4) days after the index procedure with crescendo angina pectoris. An angiogram revealed a proximal edge uplifted plaque in the lad ostium. The treatment was balloon angioplasty, and an additional cypher 2.5/8 mm stent proximal to the previously placed stents in overlapping fashion. The current status of the patient was reported to bo ok. The patient was not taken off any medication due to suspicion of allergy. The report from the field indicated that the patient was admitted for an emergent index procedure with a diagnosis of acute myociardial infarction (ami). The target lesion was the proximal left anterior descending (lad). The lesion was reported to be 20-23mm in length, de novo 2.75 mm vessel diameter, native vessel eccentric, ostial, difficult to access or wire, and type c. The lesion was predilated with a maverick 2.0/12 mm balloon at 8 atm for 15 sec. Two (2) cypher stents were deployed in overlapping fashion. A cypher 2.5/8 mm stent was deployed at 14 atm for 10 sec. A cypher 2.5/23 mm stent was deployed at 16 atm for 15 sec. The stent to vessel sizing was reported to be one to one (1:1). Ivus was no done. The stents appeared to be perfectly deployed angiographically. There was no distal disease left untreated. The physician did report that there was no possibility of dissection but that there was possibly an (proximal) unc0vered plaque. "Healthy to healthy tissue" was reported to be covered by the stent in the ostium but not proximally. The stents were post dilated with a 2.5/8mm balloon at 20 atm for 10 sec. The residual stenosis was 0%. The flow pre-stent was reported to be occluded, and the flow post-stent was timi 3. The patient's admitting medications were reported to be aspirin IV nitroglycerin, intefrillin, beta blockers, versed and lovenox. During the procedure the patient received heparin 3000 units, and integrillin @ 14cc/hr. An act was reported to be 212. Post procedure medications were plavix 75 mg/day, aspirin losinopril, lipitor, coreg and aciphex.